Event description:
Reportedly, ventricular noise was observed in most of the recorded episodes. An explanation is required.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.